Event description:
A report was received that the patients stimulator was not working and did not have coverage. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1160, sn: (B)(4). Device evaluation indicated that the complaint was confirmed. One of the associated lead (s/n (B)(4)) would not be retrieved from the ipg port b as contact number eight was flattened by the setscrew. It was user error during the implanting procedure and resulted in impedance anomaly and ineffective therapy. The device passed the functional test and revealed no anomalies.

Event description:
A report was received that the patients stimulator was not working and did not have coverage. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 282628/275844, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients stimulator was not working and did not have coverage. The patient underwent an ipg replacement procedure.